Manufacturer narrative:
Device is used for treatment, not diagnosis. Review of the DHR shows no complaint related anomalies. The DHR only shows the clip that should have been use, not the clip that was actually used.

Manufacturer narrative:
Synthes is submitting this report as a result of a retrospective review. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Investigation could not be completed and no conclusion could be drawn as no device was returned.

Event description:
It was reported that the length on the clip does not correspond with the screw. Additionally, the color of the clip is grey instead of white.